Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. DHR for part number (B)(4) batch number h46307 was reviewed. No deviations or anomalies were found. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; unknown knee femur component; unknown knee tibial insert component; unknown knee patella component; unknown bone cement; sigma fem adapter neutral bolt knee femur component; unknown knee femur stem component.

Event description:
Patient was revised to address loosening of the femoral adaptor bolt at bone to implant interface. Bolt uncoupled from femoral implant construct, backed out and lodged in trochlear groove. Doi: 2017. Dor: (B)(6) 2018; right knee.